Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type , update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. Investigation: this system failed during a stress echo causing a down system until hardware could be replaced in the system. The issue was resolved by replacing defective hardware mpi and psm modules. The defective parts were not sent back as complaint parts; therefore, root cause investigation could not be performed. There have been no further reports of this issue at the site since. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the system locked up during stress echo exam. The user tried to reboot the system, but the system has failed to boot. There was no patient or user injury reported. No additional information was provided.